Event description:
As reported, during a direct anterior hip with a very large patient, the surgeon got to the point of trialing and put on a 40+0 head trial and reduced the hip to check for stability and leg length. The hip was very stable and trialed perfectly. Upon completion of head trialing the surgeon dislocated the hip to remove the head trial but the head trial stayed in the cup and the stem came out of the head trial. The surgeon used a kocher to grab and remove the head trial. He then proceeded to put on the final head, reduce the hip, check stability and take a final x-ray. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.